Event description:
Customer called to say she activated a pod at 930pm and it alarmed with an occlusion at 345am. Customer stated that while wearing this pod, her blood glucose levels were as high as 463 mg/dl. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.